Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 12mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter burst at its nominal pressure. Four pictures were provided in relation to the device. One of the attached pictures shows the balloon is saturated with blood and is separated into 2 parts. The balloon is noted to be attached, the distal tip is present, and a portion of the distal marker band is visible. There was no reported injury to the patient, and the device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 12mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter burst at its nominal pressure. There was no reported injury to the patient. Additional information was requested but was not provided. The device was not returned for analysis as expected. However, a file with 4 pictures related to the reported failures were sent for review. Review of images 1 and 2 the inner and outer label of a powerflex pro can be noticed, and the following information can be read: catalogue: 4401204x lot: 82235802 and use by date 2024-11-30. Image #3 shows a coiled catheter inside a plastic bag. Image #4 it can be observed the coiled catheter inserted into an unknown 8f csi; the balloon is burst (radial) and separated in 2 pieces. Blood residues can be observed as well as unknown wire. A product history record (phr) review of lot 82235802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ and ¿balloon separated - in-patient¿ were confirmed via picture analysis; however, the device was not returned for analysis. Therefore, the exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 12mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter burst at its nominal pressure. Four pictures were provided in relation to the device. One of the attached pictures shows the balloon is saturated with blood and is separated into 2 parts. The balloon is noted to be attached, the distal tip is present, and a portion of the distal marker band is visible. There was no reported injury to the patient. Additional information was requested but was not provided. The device was not returned as expected.